Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold and phrenic stimulation which caused discomfort. The physician tried to reposition the lead but noticed that the lv lead failed to advance through the guidewire. The lv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were inadequate capture, extra cardiac stimulation, and failure to advance. As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and failure to advance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The guidewire was inserted all the way through the distal tip of the lead and removed without any obstruction. Visual examination did not find any anomalies.